Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the sheath (guiding catheter) and/or inadvertent mishandling resulted in the noted bunched device sheath; thus resulting in the sheath to slightly retract and inadvertently partially deploy the stent (reported premature activation). The noted thumbwheel mechanical jam is a direct result of the noted bunched sheath. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2923 was removed and code 1484 was added.

Event description:
Subsequent to the previously filed report, the returned stent was found was exposed from the distal sheath and was over the stent holder for a length of 3.1cm. The proximal portion of the stent remained inside the sheath. It is likely that the reported premature stent deployment is referring to the exposed stent observed on the returned device. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that absolute pro stent came off while the delivery system was being passed through the sheath. No additional information was provided.